Event description:
Pt reports she forgot to push the run button after putting a new cartridge into the pump. From 9:30 am to 1 pm, pt was without medication. Pt started to have shortness of breath symptoms. Pt went to the emergency room and will be reiterated on remodulin. No other info known on when the pt went to the emergency room or for how long they stayed. Reported to (B)(6) by pt/caregiver.